Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device not providing adequate breaths was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the breath rate allowed by the device was not as expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.